Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have "concerns" pertaining their implantable pulse generator (ipg) and the remote transmissions. They report a transmission is being sent every week. The ipg remains in use. No patient complications have been reported as a result of this event.